Event description:
It was reported that the patient underwent an open repair of right inguinal hernias on (B)(6) 2010 and mesh was implanted. On (B)(6) 2010, it was noted that the patient developed a hematoma 4 by 3 centimeters in size. The hematoma was punctured. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent an open repair of right inguinal hernias on (B)(6) 2010 and mesh was implanted. On (B)(6) 2010, it was noted that the patient developed a hematoma 4 by 3 centimeters in size. On (B)(6) 2010, the hematoma was punctured, however nothing could be aspirated. Heat was applied to the area until the hematoma spontaneously resolved.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.